Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that a magnetic resonance imaging (MRI) test was done on a patient that had a non-MRI approved implantable cardioverter defibrillator system. The device was turned to sensing only for the test and when checked afterwards the right ventricular (rv) lead indicated a high number of sensing integrity counter (sic) and the device battery voltage had changed from 2.95 volts to 2.93 volts. The rv lead and device remains in use. No patient complications have been reported as a result of this event.